Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2006; model #: 503452 implantable pacing lead, implant date: (B)(6) 1996. (B)(4).

Event description:
It was reported that following a device change out procedure, low impedance was exhibited on the right atrial (ra) lead. The ra lead was reprogrammed and switched to unipolar. No patient complications have been reported as a result of this event.